Event description:
It was reported that during central processing, the medium-large clip applier instrument distal tip was observed to broken. There is no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis.